Event description:
Caller reported a malfunction on the pump due to a software error. There was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller with the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.